Manufacturer narrative:
(B)(4). No iap part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp not reading pressure values correctly is confirmed based on the photos submitted with the complaint. In a photo submitted with the complaint, the arterial pressure values are noted 70 mmhg systolic and 70mmhg diastolic, however the systolic and diastolic pressures displayed in the arterial pressure waveform are not equal, conflicting with what is represented in the pressure values listed. Additional information indicates the pump was serviced after this event, and the pump passed functional checkout. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was giving incorrect pressure readings. An alternate a-line was inserted for monitoring, but the iabp was still not reading the pressures accurately. The staff tried to change cables, transducers, flushing of all lines, re-zeroing, and slaving all without success. As a result, the iabp was exchanged. The new iabp displayed the pressures from the radial a-line accurately. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was giving incorrect pressure readings. An alternate a-line was inserted for monitoring, but the iabp was still not reading the pressures accurately. The staff tried to change cables, transducers, flushing of all lines, re-zeroing, and slaving all without success. As a result, the iabp was exchanged. The new iabp displayed the pressures from the radial a-line accurately. There was no report of patient complications, serious injury or death.